Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead polarity switch occurred due to the lead impedance exhibiting low measurements.

Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch for an unknown reason. The lead remains in use. No patient complications have been reported as a result of this event.